Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: (B)(6).

Event description:
It was reported that during an unknown procedure after firing the device the release button could not be opened. The surgeon pulled the release trigger for 10 minutes but it still failed to open. The surgeon used scissors to cut and hemostat to stop the bleeding. There were no adverse consequences to the patient reported. Since the patient had (B)(6) the device and reload was discarded.